Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was of a leak at the bifurcation was confirmed, but the exact cause of the leak is unknown. One 24cm pre-curved hemoglide catheter was returned for investigation. The catheter was received in two segments. A microscopic examination showed the adjoining ends of the catheter to be glossy and striated, which is indicative of a cut made with a sharp instrument. The catheter was most likely cut after it had been removed from the patient. It was reported that the dressing on the catheter was dirty with blood residue. A functional test confirmed a leak in the catheter at the distal end of the bifurcation, which could potentially correlate with the location of the dressing. There was a breach allowed fluid to leak from the arterial lumen when the catheter was pressurized. A microscopic examination of the leak site revealed catheter material that was rough and granular, which is indicative of a tear. The tear in the tubing may be attributable to a combination of chemical degradation and mechanical stresses. It is unknown what chemicals were used on or near the catheter. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. An lhr review is not possible, as no manufacturing lot number was provided by the complainant.

Event description:
It was reported that the patient observed the dressing dirty with blood, then informed the doctor who reviewed the catheter. The doctor observed blood leakage that was caused by a rupture of the catheter at the junction of the bifurcation.